Event description:
It was reported that the pump exhibited inaccurate delivery of the medication during infusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Additional information was received regarding the customer finding particulates in the reservoir. The pump was received with scratched on the lcd lens. A functional test was performed for accuracy. The customer stated complaint was confirmed. It was found that the average deliveries were 3.56, 3.63 and 3.63 percent which is above the allowed manufacturing tolerance. It was found that the expulsor was too high. The expulsor was sanded down following the investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.